Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was failed, unable to recover and required maintenance. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-nov-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident, it was determined that drawer was failed and unable to recover. A field service engineer (fse) latch sensor had stayed open in hardware test application mode. The fse had replaced the inseparable magnet latch for the auxiliary full-height drawer 7, but the drawer had still failed in hardware test application (hta). Fse found open/close sensor was intact, and the slide rails appeared to have been failing. The fse replaced both full-height rails and performed a final test issue was resolved, drawer was responsive in hta mode. The system functioned as intended after the field service engineer repaired the device.